Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation yet. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Mushroom cup vacuum caused abrasions to fetal scalp at application site."

Manufacturer narrative:
Reference e-complaint: (B)(4). Investigation: x-initiated manufacturer's investigation. No sample returned. X-review DHR. X-inspect returned samples. Inspect stock product. Analysis and findings: the (B)(4) mityone devices that were returned (the second is listed in (B)(4)) were visually evaluated after a thorough decontamination and were found to be undamaged and in proper working order. The visual evaluation of the mushroom cups indicated that all contact surfaces were smooth and without any anomalies that could have contributed to any abrasions outside the scope of normal device use as indicated in the device dfu. See attached photos for objective evidence reference. The described event is addressed in the "warnings" and again in the "adverse events" sections of the dfu. A review of the lot dfu did not reveal any abnormalities. Correction and/or corrective action: corrective action is not applicable at this time as the physical evaluation of the returned devices and manufacturing records have indicated that both devices were manufactured according to acceptable working instruction and had met all acceptable criteria. This complaint will be monitored for trending in that no injury was reported to end user, or patient.

Event description:
"Mushroom cup vacuum caused abrasions to fetal scalp @ application site."